Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: lgw, qrb.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No further information has been obtained.